Event description:
Sales representative reported right side "rupture". Additional MRI noted "small volume of fluid in the right breast". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.